Manufacturer narrative:
Pump received with broken battery tube thread and reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
Customer reported via phone call that the battery and reservoir compartment of the insulin pump was cracked. Customer's blood glucose at the time of the incident was unknown. The device has been returned for analysis.